Event description:
It was reported that the customer smelled insulin near the rubber septum. Customer was unsure of where leak was coming from, but reports she believes cause was from her t: clip. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a f/u supplemental report will be submitted.